Event description:
Literature reviewed: the study focused on comparing the treo and non-treo endografts for aneurysmal sac regression over mid-term fol low-up. The objective was to confirm the hypothesis that treo endografts would show increased sac regression by 24 months. Study time frame: the study included procedures from over 9 years. Manufacturers: multiple manufacturer¿s devices were used in the study population. Medtronic devices: the endurant graft was used in the study. Adverse events: among patient adverse events: endoleaks of types I and iii, reintervention. Deaths: deaths occurred in the study population. There was no information to suggest any of the deaths were associated with medtronic devices. No further information was provided pertaining to medtronic products. No further specific information was provided pertaining to medtronic products.

Manufacturer narrative:
Treo aortic endograft demonstrates superior aneurysmal sac regression over mid-term follow-up kedwai, baqir j. Et al. Journal of surgical research, volume 302, 495 - 500 doi: 10.1016/j.jss.2024.07.094 a2: mean age a3: mean gender date of publish used for incident date in section b;3 d6a: exact date of implant unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.